Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had jammed and was not opening. A field service engineer found that main drawers 6.1 and 6.2 had no power. It was suspected that a power surge may have damaged the drawers. The t-card and drawer controller board for 6.1 were replaced, but the drawer still showed no lights. The pharmacist was informed that the drawer can be replaced in the future. Customer moved the single drug stored in drawer 6.1 to another drawer, while drawer 6.2 contained no medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one drawer had jammed and failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.